Event description:
Procedure type: lap chole. According to the reporter: on friday during dr. (B)(6) lap chole, the bottom jaw of the autosonix broke off and we were unsuccessful at retrieving it. We used a flat plate x-ray and c-arm to try to locate it. We could see it but could not find it in the pt.

Manufacturer narrative:
(B)(4).